Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by user facility: brief inquiry description ail and false ail alarms detailed inquiry description yesterday, thursday, april 25th, nursing education at (B)(6) organized an "open forum" discussion/troubleshooting session to allow nurses to discuss/report challenges they have been experiencing related to the space pumps. A total of 36 nurses attended the session to report challenges and review troubleshooting tips. Below is a summary of the topics/items discussed during the session: air-in-line (ail) alarms: nurses in the critical care units (micu, sicu, ccu, burn ICU) reported excessive ail alarms during infusions. They reported troubleshooting ail alarms by priming via pump, removing/reinserting IV tubing, changing IV tubing altogether, yet in many instances, ail and false ail alarms persist causing delays in delivery of IV therapy. This is particularly frustrating when nurses are administering critical drips to a patient. They reported having to set-up 1 or 2 additional pumps to administer medications. I explained that I would be reporting their feedback to bbraun leadership to review information and determine mitigation strategies for ail challenges. Several nurses stated, "the pumps take to long to set-up in an emergency". Several adult ed nurses stated that they were having issues with ail and false ail alarms as well. Downstream and upstream occlusion alarms: several critical care nurses reported challenges with downstream/upstream occlusion alarms even after checking patency of IV catheter or central line. We reviewed possible causes - catheter placement, catheter size, y-site connections. I explained/demonstrated pressure setting entry in the options menu to help mitigate occlusion alarms. 2 nurses stated that the space pump stopped during priming with an ail alarm. I requested that if this happens again, to please sequester pump, note the sn# and IV tubing lot# if available and report to dr. (B)(6) - nursing education who will report to me. I will file a customer inquire report with the bbraun quality dept. Several nurses in adult ed, peds ed and med/surg provided positive feedback stating no issues with the space pumps. Several nurses said, "I like the pump". No injury reported.